Event description:
It was reported that the patient received inappropriate shocks during atrial fibrillation with rapid ventricular response (af with rvr). T-wave oversensing (twos) by the right ventricular (rv) lead was also reported. Reprogramming was conducted. The lead and implantable defibrillator remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).